Event description:
It was reported that this patient inquired if the use of a transcutaneous electrical nerve stimulation (tens) unit was permitted, as the patient has an implantable cardioverter defibrillator (ICD). Technical services (ts) indicated to avoid it's use unless testing can be done with device following clinic to determine safe use parameters. The patient will discuss with the clinic. In addition, the patient reported to have a procedure in the last several weeks, and when the patient was coming back, felt a tachy shock. Ts recommended to review device data with a health care professional to understand the scenario. Additional information was received, the patient may have received another shock that could be related to the use of the tens unit. Attempts to obtain additional information were unsuccessful. This device remains in service and no adverse patient effects were reported.